Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008 (date not reported), the patient was seen in the surgeon's office for skin growing over the flange fixture. Cautery was used to reduce the overgrowth. Reportedly, the flange fixture with abutment remained intact and the patient is healing.